Manufacturer narrative:
Evaluation summary: one device was returned for evaluation. The returned product did not meet specification as received. Visual inspection of the disposable device revealed that the tip of the waveguide was broken off. The broken piece was not returned. The reported condition was confirmed. Investigation personnel performed functional testing on the returned hand piece using a test lab generator and battery. The assembled device returned a green light and a welcome tone, but immediately returned a red light emitting diode (led) indicator with an error tone (alarm activation) when the device was activated. The waveguide had fractured. Investigation personnel concluded that the titanium waveguide cracked from continued use after becoming damaged and may have come in contact with any of the following; hemostats, clips, staples, retractors, etc. During use. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. Contact with metal objects during use will cause the active blade to crack and may eventually break off. This issue is specific to ultrasonic dissectors. The instructions for use (IFU) advises device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. IFU also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during endometriosis surgery, during assembly a good part of the dissection the scissors had no problem, but after approximately 1 hour and 30 minutes of continuous use the scissors began to show red light in the transducer only when it was activated, returning to the green light when it was not activated. The battery was changed, and the battery was disassembled and reassembled. However, the problem was solved and replaced by another one of the same reference. After the exchange, in the process of sanitizing the tip of the scissors fell.